Event description:
It was reported the patient complained of tenderness at the ipg site with stimulation turned on or turned off. Diagnostic testing did not reveal any anomalies. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.